Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen stemmed tibial component, catalog #: 00598004702, lot #: 62860577, nexgen straight stem extension, catalog #: 00598801017, lot #: 63033830, nexgen lps-flex articular surface, catalog #: 00596204014, lot #: 62894067, nexgen distal femoral augment, catalog #: 00599003610, lot #: 62998860, nexgen lcck femoral component, catalog #: 00599401691, lot #: 62975093. Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00006, 0002648920-2018-00007, 0001822565-2018-01432, 0002648920-2018-00180, 0001822565-2018-01433, 0001822565-2018-01434. Not returned by hospital.

Event description:
It was reported that the patient was revised due to pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. The pre-revision x-ray provided was reviewed by an hcp. It is reported that the overall fit and alignment of the implants appeared within normal limits. Additionally, it is reported that there is no lucency along the prosthesis to suggest loosening or infection. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised two years after primary knee procedure due to tibial loosening and experiencing pain.